Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they fell backwards last week or the week before (confirmed september) and hit the battery in their back and cut the skin right next to where the battery was implanted. Patient stated they got x-rays done and are waiting for the results. Patient added they had charged their ins fully yesterday and it was already showing low. Patient stated that, since their fall, the therapy is not working the same anymore; it is shooting around their stomach and thighs instead of down their legs all the time and is very erratic. Patient mentioned their healthcare provider (hcp) told them to call medtronic to see if they need to come out and look at it. Patient has an appointment scheduled for the 26th with dr. (B)(6), whose office indicated they would attempt to reach out to the medtronic rep, but patient had not heard anything back. Agent reviewed role of rep and emailed field for visibility. The patient was redirected to their hcp to further address the issue.